Event description:
Received a report from a consumer who indicated they inserted a tampon applicator containing two pledgets. It is spacially impossible for two pledgets to be in one applicator. Consumer was able to remove tampon without incident.